Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV" and use error.

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV", and device implanted against product labeling in biologically male patient. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, white particles in the shell and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior. Base on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV", and device implanted against product labeling in biologically male patient. Device has been explanted.